Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: [hospital], [warehouse], model #: ca500, lot #: 1530121. As they fired the clip applier, the clips were scissoring and crossed. The procedure performed was a laparoscopic cholecystectomy. A trocar was also used alongside the clip applier. There was no patient injury, and the patient is fine. Per hospital policy, the product will not return because the hospital disposed the unit. In order to complete the case, the surgeon opened another clip applier. Additional information obtained from account manager via email on 09dec2024: the action being performed when the incident occurred was applying clip. The clip was being closed over a duct. The clip was not closed over thick/dense tissue. Intervention: opened a new ca500. Patient status: patient is fine.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: [hospital] [warehouse] model #: ca500 lot #: 1530121. As they fired the clip applier, the clips were scissoring and crossed. The procedure performed was a laparoscopic cholecystectomy. A trocar was also used alongside the clip applier. There was no patient injury, and the patient is fine. Per hospital policy, the product will not return because the hospital disposed the unit. In order to complete the case, the surgeon opened another clip applier. Additional information obtained from account manager via email on 09dec2024: the action being performed when the incident occurred was applying clip. The clip was being closed over a duct. The clip was not closed over thick/dense tissue. Intervention: opened a new ca500. Patient status: patient is fine.

Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation.